Manufacturer narrative:
The accounts maintenance found that the brake cable was hung up in the brake block. He repositioned the brake cable to repair the bed.

Event description:
The account alleged they are having a problem with the brakes not holding. No injuries.